Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument was not registering. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use. The instrument worked initially and then stopped working. The instrument was not registering. There was no breakage of cable noticed. There was no thermal damage or arcing noticed during procedure. There was no fragment fall during procedure. The instrument did not collide with any other instrument. The procedure was completed using a backup instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the vse instrument associated with this complaint and completed investigations. The vse instrument was analyzed and found the primary failure of engagement failure to be related to the customer reported complaint. The instrument was found to have engagement failure based on log review and during in-house testing. A review of logs showed eight 22020 error codes indicating "installed vessel sealer extended failed to engage on the universal surgical manipulator (usm4) (wrist pitch axis failed to engage)." The instrument was placed on the in-house system and failed engagement on multiple attempts. The root cause of this failure is not determinable/applicable. Additional observations not reported by the site were also identified. The vse instrument was found to have a broken snake wrist cable at the distal end, likely causing the engagement failures. The root cause of this failure is attributed to component failure. The instrument was observed to have two dislodged ceramic dots. The instrument failed the swipe test. Ceramic dot 4 and dot 6 were found to be detached from the expected location on the instrument. The ceramic dots were not returned along with the instrument. The root cause of this failure is attributed to mishandling/misuse. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.